Event description:
Boston scientific received information that this implantable defibrillation lead exhibited increased pacing impedance measurements. Pacing impedance measurements were 475 ohms and increased to 1,166 ohms in approximately three months. Additionally, pacing threshold measurements increased. The device implanted with this lead was electively reprogrammed to tachy mode off at the previous follow-up. The device was programmed to aai mode as the patient has an underlying rhythm. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.